Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the leads had migrated and one of the leads had contacts out. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively and the explanted leads were discarded by the facility.